Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a successful puncture closure of an unspecified vessel was performed using a proglide device after an diagnostic coronary angiogram. Reportedly, the patient later went to the emergency room due to a groin infection. No treatment was reported. The physician is reportedly trained in the use of the proglide device. No additional information was provided.